Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 60 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. No kinks or damage was noted along the entire length of the shaft. A balloon longitudinal tear was observed beginning approximately 7mm distal of the proximal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands. The tip of the device was noted to be severely flared. This type of damage is consistent with excess force being applied to the device as a result of meeting resistance during the attempt to cross a lesion. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 60 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.